Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements and noisy signals were observed on the channel. Consequently, the lead was capped, abandoned and replaced. No additional adverse patient effects were reported. Additional information was received indicating that the noise was oversensed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements and noisy signals were observed on the channel. Consequently, the lead was capped, abandoned and replaced. No additional adverse patient effects were reported.